Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed under local anesthesia, prophylactic antibiotics were administered. Three fiducial markers were successfully placed prior to injection. The successful injection of spaceoar vue hydrogel was confirmed via ultrasound and magnetic resonance imaging (MRI). On the date of the procedure, a focal muscular infiltration of the anterior rectal wall was suspected after review of magnetic resonance imaging (MRI). The infiltration was reported as relatively superficial; therefore, the stereotactic body radiation treatment (sbrt) will not be delayed. The patient was reported as asymptomatic.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.